Event description:
It was reported that during the pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the pfa procedure was performed with farawave 31mm catheter and then exchanged for non-boston scientific device for post mapping. The air was drawing back when aspirating sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.